Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('small fragment of a residual tubal implant (88mm in the longest axis)'), depression ('depression') and device dislocation ('violent pain from abdomen to neck (suspected migration of essure)') in a 48-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced device dislocation (seriousness criterion hospitalization) with abdominal pain, tendonitis ("intermittent pain - tendonitis"), epicondylitis ("intermittent pain - epicondylitis"), arthralgia ("joint pain") and hypertension ("major hypertension"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and disability) and depression (seriousness criterion disability), 9 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pain ("diffuse pain all over body"), fibromyalgia ("supposed fibromyalgia"), complication of device removal ("residual tubal implant"), allergy to metals ("positive ++ for nickel and low positivity for chromium and cobalt"), dermatitis contact ("contact allergy"), insomnia ("insomnia") and anxiety ("anxiety"). The patient was hospitalized for 5 days sometime in 2006 and then from (B)(6) 2017. The patient was treated with surgery (essure removal on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and depression had not resolved and the device breakage, device dislocation, tendonitis, epicondylitis, arthralgia, hypertension, pain, fibromyalgia, complication of device removal, allergy to metals, dermatitis contact, insomnia and anxiety outcome was unknown. The reporter provided no causality assessment for arthralgia, device dislocation, epicondylitis, fibromyalgia, hypertension, pain and tendonitis with essure (ess205). The reporter considered allergy to metals, anxiety, complication of device removal, depression, dermatitis contact, device breakage, insomnia and pelvic pain to be related to essure (ess205). Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-mar-2021: case (B)(4) (legacy device report num 2951250-2021-00813) was identified as duplicate of this case and was deleted. All information was transferred to this retained case. The follow information were updated: primary report information, patient initials and date of birth, new reporters added; small fragment of a residual tubal implant (88mm in the longest axis), residual tubal implant, positive ++ for nickel and low positivity for chromium and cobalt, contact allergy, insomnia and anxiety added as event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'), device breakage ('small fragment of a residual tubal implant (88mm in the longest axis)'), depression ('depression') and device dislocation ('violent pain from abdomen to neck (suspected migration of essure)'). In a 48-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient experienced device dislocation (seriousness criterion hospitalization) with abdominal pain, tendonitis ("intermittent pain, tendonitis"), epicondylitis ("intermittent pain, epicondylitis"), arthralgia ("joint pain") and hypertension ("major hypertension"). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required) and depression (seriousness criterion disability), (B)(6) years (B)(6) months after insertion of essure (ess205). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pain ("diffuse pain all over body"), fibromyalgia ("supposed fibromyalgia"), complication of device removal ("residual tubal implant"), allergy to metals ("positive ++ for nickel and low positivity for chromium and cobalt"), dermatitis contact ("contact allergy"), insomnia ("insomnia") and anxiety ("anxiety"). The patient was hospitalized for (B)(6) days sometime in 2006. And then from b)(6) 2017. The patient was treated with surgery (essure removal on (B)(6) 2017). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain and depression had not resolved. And the device breakage, device dislocation, tendonitis, epicondylitis, arthralgia, hypertension, pain, fibromyalgia, complication of device removal, allergy to metals, dermatitis contact, insomnia and anxiety outcome was unknown. The reporter provided no causality assessment for arthralgia, device dislocation, epicondylitis, fibromyalgia, hypertension, pain and tendonitis with essure (ess205). The reporter considered allergy to metals, anxiety, complication of device removal, depression, dermatitis contact, device breakage, insomnia and pelvic pain to be related to essure (ess205). No further causality assessment were provided for the product. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-mar-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain"), depression ("depression") and device dislocation ("violent pain from abdomen to neck (suspected migration of essure)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure inserted. In 2006, the patient experienced device dislocation (seriousness criterion hospitalization) with abdominal pain and pain, tendonitis ("intermittent pain - tendonitis"), epicondylitis ("intermittent pain - epicondylitis"), arthralgia ("joint pain") and hypertension ("major hypertension"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and disability) and depression (seriousness criterion disability). On an unknown date, the patient experienced pain ("diffuse pain all over body") and fibromyalgia ("supposed fibromyalgia"). The patient was hospitalized for 5 days sometime in 2006 until sometime in 2006 and then from (B)(6) 2017. The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and depression had not resolved and the device dislocation, tendonitis, epicondylitis, arthralgia, hypertension, pain and fibromyalgia outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, device dislocation, epicondylitis, fibromyalgia, hypertension, pain, pelvic pain and tendonitis with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain- analysis in the global safety database revealed 2785 cases. Device dislocation- analysis in the global safety database revealed 1152 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of ptc was provided. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority (B)(4) refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain), depression and violent pain from abdomen to neck, suspected migration of essure(seen as device dislocation). Essure removal was performed approximately 12 years after placement. All events are serious. Pain due to hospitalization and disability, depression due to disability and dislocation due to hospitalization reported. Depression is unanticipated while other events are anticipated in the reference safety information for essure. In the present case, 1 year after insertion consumer was hospitalised for 5 days for violent pain from abdomen to neck and migration of essure was suspected. The exact date and mechanism of the event is unknown. Given the its nature, a causal relationship with essure cannot be excluded. Consumer also presented depression and pain since insertion. This pain lead to a surgery for essure's removal. Therefore the causality between pain and essure cannot be excluded. Regarding depression, given essure's mechanical action in fallopian tubes causality can be excluded. This case is regarded as incident since removal of essure was required. The product technical analysis concluded, as a product quality (B)(4) defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain"), depression ("depression") and device dislocation ("violent pain from abdomen to neck (suspected migration of essure)") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2005, the patient started essure. In 2006, the patient experienced device dislocation (seriousness criterion hospitalization) with abdominal pain and pain, tendonitis ("intermittent pain - tendonitis"), epicondylitis ("intermittent pain - epicondylitis"), arthralgia ("joint pain") and hypertension ("major hypertension"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and disability) and depression (seriousness criterion disability). On an unknown date, the patient experienced the second episode of pain ("diffuse pain all over body") and fibromyalgia ("supposed fibromyalgia"). The patient was hospitalized sometime in 2006 until sometime in 2006 and then from (B)(6) 2017. The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was withdrawn. At the time of the report, the pelvic pain and depression had not resolved and the device dislocation, tendonitis, epicondylitis, arthralgia, hypertension, second episode of pain and fibromyalgia outcome was unknown. The reporter provided no causality assessment for pelvic pain, depression, device dislocation, tendonitis, epicondylitis, arthralgia, hypertension, the second episode of pain and fibromyalgia with essure. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority (B)(6) refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain), depression and violent pain from abdomen to neck, suspected migration of essure(seen as device dislocation). Essure removal was performed approximately 12 years after placement. All events are serious. Pain due to hospitalization and disability, depression due to disability and dislocation due to hospitalization reported. Depression is unanticipated while other events are anticipated in the reference safety information for essure. In the present case, 1 year after insertion consumer was hospitalised for 5 days for violent pain from abdomen to neck and migration of essure was suspected. The exact date and mechanism of the event is unknown. Given the its nature, a causal relationship with essure cannot be excluded. Consumer also presented depression and pain since insertion. This pain lead to a surgery for essure's removal. Therefore the causality between pain and essure cannot be excluded. Regarding depression, given essure's mechanical action in fallopian tubes causality can be excluded. This case is regarded as incident since removal of essure was required. The product technical analysis has been sought no further information will be available, because health authority does not allow active follow-up.